Manufacturer narrative:
Correction information for common device name. Additional information for date received by manufacturer, adverse event, if follow-up, what type?, additional manufacturer narrative and/or corrected data.

Manufacturer narrative:
An event of¿the device protruding into the left pulmonary artery was reported. Subsequently, damage to the tricuspid valve and patient death were reported. The device was recaptured and eventually redeployed successfully after a smaller device embolized. The device was sized correctly per instructions for use arten600042307 ver. A and the measurements received from the field. The results of the investigation are inconclusive since the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 4/2mm amplatzer piccolo occluder was selected for implant in a (B)(6) gestational, female patient weighing (B)(6)g. The pda was noted to be approximately 2mm at the minimal diameter and 3-3.2mm at the aortic ampulla (device placement: intraductal). The device was implanted and re-positioned; however, the echocardiographer noted the proximal disc was impinging on the lpa. The device was recaptured and a 3/2mm amplatzer piccolo occluder (lot number: 6961517) was implanted. The 3/2mm device embolized to the rpa and was successfully retrieved using a gooseneck snare. The first 4/2mm amplatzer piccolo occluder was successfully implanted with no migration. Following the release of the device, an ultrasound was performed and revealed damage to the tricuspid valve. The patient was unable to recover and was reported to have expired the same day.